Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell . The home patient (hp) stated that she was in dwell 3 of 3. The hp had 2 bags connected. There was solution in the heater bag only. The hp confirmed that they did not disconnect themselves or the bag, and there were no leaks . The baxter technical service representative (tsr) had the hp cycle power and the hc alarmed se 2367. The hp will complete therapy with manual supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error (se) 2240 alarm. The hp did not have an idea of how the air may have gotten in the lines. The hp did not notice anything unusual about the supplies at use that night. The hp discarded the supplies and did not provide the lot number information. The hp also notified the registered nurse (rn) regarding the alarm. The hp was continuing therapy without any other complications. No further information was provided.